Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies to address the issue. System check was performed with tandem technical support and there was a blockage in the cartridge. Reportedly the customer is wearing the pump supplies for 3 days. Tandem clinical support (cts) informed customer that wearing the pump supplies for 3 days, is off label per the user guide. Customer¿s blood glucose (bg) was 175 mg/dl -"high"; although specific value was not provided, reported nausea and chest pain, and moderate ketones. Ketone levels listed as life threatening per their health care provider. Elevated blood glucose levels were addressed by correction bolus via the pump and manual insulin injection. Customer continued to use the pump for insulin therapy and has manual insulin injections if needed.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Change your infusion set every 48 to 72 hours as recommended by your healthcare provider. Wash your hands with anti-bacterial soap before handling the infusion set and thoroughly clean the insertion site on your body to avoid infection. Contact your healthcare provider if you have symptoms of infection at your insulin infusion site change your cartridge every 48¿72 hours as recommended by your healthcare provider. Wash your hands with anti-bacterial soap before handling the infusion set and thoroughly clean the insertion site on your body to avoid infection. Contact your healthcare provider if you have symptoms of infection at your insulin infusion site.